Event description:
It was reported the patient had a miniarc sling placed in (B)(6) 2013. The patient was dry for two weeks, then started leaking again. Now the incontinence is worse than before. A urodynamic study and exam was performed and showed a hypermobile urethra with no residual. A second sling was placed on (B)(6) 2014. No further patient complications were reported in relation to this event.